Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non healthcare professional reported that during the intraocular lens (iol) implant procedure, the lens was cracked upon insertion into eye. In surgeon opinion defective cartridge contributed the event. The lens was removed and replaced with new lens during initial procedure. There was no patient harm. Additional information has been requested.